Event description:
The reporter indicated that on a 13.2mm vicm513.2 implantable collamer lens of a -12.5 diopter tore/broke during loading after opening the vial. A replacement lens was implanted into the patient's right eye (od) on 19-jul-2023 and the problem was not resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots. Claim# (B)(4).